Manufacturer narrative:
Correction: h8: changed to initial usage.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from their stay safe luer lock catheter extension. The patient was prescribed prophylactic antibiotics. Upon follow up, the pdrn confirmed that the patient was able to clamp the line and did not develop peritonitis. The extension set was reported to be available for return to the manufacturer for physical evaluation. Upon additional follow up with the pdrn, it was confirmed that the leak was at the stay safe catheter extension and the catheter. Additional information was requested but to date has not been received. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. Since the lot number of the product involved is unknown a system search was performed of the lots delivered to the patient. At this time a search in the system was performed to verify product availability for alternate samples at the distribution centers. According to the system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation, without the original packaging. During the gross visual examination of the sample, damage was found in the tubing. The reported event was confirmed during sample evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers delivered to the customer for three months prior to the complaint occurrence date. A production records review was performed on the reported lots. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from their stay safe luer lock catheter extension. The patient was prescribed prophylactic antibiotics. Upon follow up, the pdrn confirmed that the patient was able to clamp the line and did not develop peritonitis. The extension set was reported to be available for return to the manufacturer for physical evaluation. Additional information was requested but to date has not been received.